Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The customer stated that the reservoir is not empty. The customer used humalog insulin. The customer stated that there were frequent no delivery alarms during bolus/basal. The customer stated that air bubbles cannot be seen in the tubing. The customer was advised to deliver a 5 unit fixed prime. The customer stated that the pump alarmed no delivery. The customer will be sent a replacement pump. The customer will return the pump for analysis.